Manufacturer narrative:
Correction: additional information in investigation conclusion: the pod was received fully deployed with discoloration visible through the top and bottom housing. Corrosion was observed on the mechanism rails. The download data showed an 0x40 alarm was generated indicating the rotational sensor maximum open count exceeded. Rotational sensor malfunctions were also observed. During fluid path testing, a leak was observed due to an internal tear. The internal tear measured approximately 0.1305 inches from the nailhead. The timing and cause of this damage is unknown. Fluid stains were observed on the commutator cap. The internal leak can be confirmed as the cause of fluid on the commutator cap, rotational sensor malfunction and 0x40 alarm. It could not be determined if the internal tear and leak contributed to the reported communication error. The exact cause of the reported communication error could not be determined.

Manufacturer narrative:
During fluid path testing, a leak was observed due to an internal tear. The internal tear measured approximately 0.1305 inches from the nail head. The timing and cause of this damage is unknown. Fluid stains were observed on the commutator cap. The internal leak can be confirmed as the cause of fluid on the commutator cap, rotational sensor malfunction and 0x40 alarm. It could not be determined if the internal tear and leak contributed to the reported communication error. The exact cause of the reported communication error could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s918usqs6eyk3. Hardware: sm-s918u. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose greater than 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of pod found damage to the cannula. The complaint was originally coded as a communication error with high blood glucose levels.